Event description:
It was reported that the device was explanted due to insufficiency. Follow up with the surgeon's office did not indicate the date that the device was explanted; however, the device was implanted in 2008. It was additionally reported that the device is not available for return. No other details were provided.

Manufacturer narrative:
Device not returned.